Event description:
During evaluation of a returned spectrum iq pump, the device's rear case speaker was found loose affecting audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and found rear case speaker loose affecting audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as no/ intermittent/ low audio. The cause of the condition was the rear case speaker which was found loose affecting audio. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.